Event description:
Pt had implanted an aicd in 2005. Pacemaker rep interrogated the aicd on the next day. The pt's lead had a high impedance and thresholds at follow-up. Lead was replaced prior to that day.